Manufacturer narrative:
Additional manufacturer narrative: regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps are restricted. Structural valve deterioration (svd) can and typically does lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm surgical aortic valve, implanted into the pulmonic position, had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately seven (7) years. The reason for re-operation was due to central regurgitation and a high gradient. A 26mm transcatheter valve was successfully implanted and the patient is noted as doing well.